Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced voiding dysfunction, defecatory dysfunction, and perineocele. It was reported that the patient concurrently underwent colporrhaphy, and colpopexy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, loss of consortium and neuromuscular problems. It was reported that patient underwent mesh revision on (B)(6) 2011 due to cystocele. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.